Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and issue recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with support from technical support, planned to use multiple daily injections as backup insulin therapy, and was provided information on storage mode, programming settings, and connecting continuous glucose monitor to replacement pump, while technical support arranged in-warranty pump replacement and instructed customer to return problematic pump using prepaid label within 10 days.